Event description:
The customer stated the rubella calibration failed with error code 1048: calibration a/b result too high, on the axsym analyzer. The abbott customer technical advocate instructed the customer to do a complete axsym maintenance, centrifuge the cal a and repeat the calibration which resolved the issue. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.